Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This report is for the second device. Customer returned 2 broken pusurg5. One from lot number 0000144785, batch number 0000137463, and on from lot number 0000190861, batch number 0000179763. Visual testing of instrument performed using microscope. No defects or markings were noted on instrument. Recommended power setting for the pusurg5 is to start out at a minimum power setting of 1 and slowly increase to a maximum power setting of 7. It is also recommended to use these tips with water. Several factors may contribute to breakage of tip, such as, intensity and pressure, correct technique and power settings. All of these factors may affect the longevity of the tip. Nothing unusual to report was found during DHR review. Root cause is unknown.

Event description:
In this event, it was reported that two proutlra surgical tips size 5 broke; no injury resulted and all parts were retrieved.